Manufacturer narrative:
Model number/catalog number 72404252. (B)(4). Model/catalog description lgx pre-connect ms 18cm ps iz. Expiration date 11/09/2012. Gtin: (B)(4). Manufacturer date: 11/29/2010.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the reservoir was punctured . A new inflatable penile prosthesis consisting of 15 cm cx cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient could not activate the penile implant anymore as the reservoir was completely empty the onset of the event was 6 months ago. The patient could not have intercourse and we have inserted the implant and he should be able to resume sexual function in 3 weeks.